Manufacturer narrative:
The technician found the metal latch cover was in the way of the latch from connecting to the frame, the latch cover was out of position. The latch cover was moved out of position most likely due to force such as from transport or from patient leaning against side rail.

Event description:
The account reported the right foot side rail will not latch in the up position. The bed was located in room 636 at the user facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).